Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that resistance was experienced during the fill process and that the cartridge was leaking. Customer's blood glucose level was 219 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issue.